Event description:
Our customer reported that the one-way valve in the recirculation line leaked. Add'l info per our clinician's report also indicated this occurred during a routine case with a (B)(6) pt. The valve leaked resulting in approx 65cc of blood loss. The leak was mitigated by clamping prior to the valve. There was a brief delay of 2 minutes to the procedure. The blood loss did not result in the need for a transfusion and the case was completed without further incident.

Manufacturer narrative:
Initial investigation focused on the reservoir valve however further follow up with the customer identified a single line from within the user designed kit that the customer had utilized as a recirculation line for the fx oxygenator. Utilizing an ln130b in a recirculation line was a voluntary recall, 1212122-05/22/2013-001-r. Correction was made to the remaining packs in our control these have been reworked to remove the ln130 valve from this pack. Additionally the customer spec (with customer approval per the complaint record) has been revised to remove the ln130 from this line. Additionally an assessment is being conducted of all active kits containing an ln130 to assess for conformance to the intended use. Notes: na = not applicable (section does not apply to the report). Ni = no info (we have attempted to obtain the info and didn ot receive it). Unk= unk (this info is unk,m confidential, and not provided to terumo). (B)(4).